Event description:
It is reported that the guide pin fractured. The guide pin interfered with the nail and the tip of the guide pin broken. The broken tip was left in the nail. The broken parts were left in the patient's condyle.

Manufacturer narrative:
(B)(4). Evaluation summary: it is unclear whether excessive force was required to insert the nail, which may have contributed to the fracture of the guide wire. No surgical notes or x-ray images were provided. No product was returned for evaluation. The exact cause of failure cannot be determined with certainty due to insufficient information contained within the complaint. Evaluation: review of the device history records did not find divinations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.